Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that they lost consciousness. The patient's spouse came home and could not wake the patient. A finger stick reading was done and the patient's bg was 25 mg/dl. It is unknown what the cgm was displaying during this time. The patient's spouse phoned the patient's endocrinologist who recommended calling 911. The patient reports waking in the hospital and does not know what medications she was treated with. She was given a peanut butter sandwich to eat. There was no documentation of further medical intervention. At the time of the call, the patient was reported to sound weak and was still in the process of recovering from the event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.